Manufacturer narrative:
(B)(4). The handle and adapter have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the instrument was inserted through the trocar, but the jaws would not open. The instrument had to be pulled out of the trocar. The loading unit's jaws would not open. A manual device was used to continue the case. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.